Event description:
It was reported that this pacemaker was part of the system revision due to infection. No additional adverse patient effects were reported. This pacemaker was not returned for analysis.